Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced clear drainage at the incision site. As a result the physician prescribed oral antibiotics to the patient. Effective stimulation was sustained.

Event description:
Additional information received, identified the healing site was healed.